Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not cooling and has been on therapy for 4 hours. Nurse confirmed patient temperature was 36.6c, target temperature was 33c, water temperature was 5.7c, flow rate was 2.7lpm with good body surface area coverage (set of 4 mediums and one universal). Trend indicator was thermoneutral. Nurse stated the patient was visibly shivering and nurse wanted to know what to do next. Mis advised that nurse should consult hospital protocol for heat generation management. Mis suggested that nurse consider counter warming and explained its benefits. Nurse stated no they need them to cool faster, that was why they put on ice blocks. Mis confirmed nurse had placed ice packs in armpits and groin. Mis explained how the device would get the patient down to target faster and more effectively with heat generation management and again reiterated nurse should consult protocol and the device appeared to be working appropriately.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was inadequate pharmaceutical delivery to suppress shivering. However, this could not be confirmed. The serial number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the patient was not cooling and has been on therapy for 4 hours. Nurse confirmed patient temperature was 36.6c, target temperature was 33c, water temperature was 5.7c, flow rate was 2.7lpm with good body surface area coverage (set of 4 mediums and one universal). Trend indicator was thermoneutral. Nurse stated the patient was visibly shivering and nurse wanted to know what to do next. Mis advised that nurse should consult hospital protocol for heat generation management. Mis suggested that nurse consider counter warming and explained its benefits. Nurse stated no they need them to cool faster, that was why they put on ice blocks. Mis confirmed nurse had placed ice packs in armpits and groin. Mis explained how the device would get the patient down to target faster and more effectively with heat generation management and again reiterated nurse should consult protocol and the device appeared to be working appropriately.